Event description:
It was reported that during a ptca procedure, a shaft break occurred. The physician was "taking the balloon shaft over the wire" outside of the patient when the proximal shaft of the balloon catheter broke. There were no reported patient complications. Patient status listed as "good." Additional information about the event has been requested.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.